Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl) with small ketones. The customer was uncertain of the suspected cause. The customer delivered a correction bolus via the pump. The customer declined to troubleshoot with tandem technical support. Additionally, it was reported that the pump touchscreen was cracked. The customer was uncertain as to how it became cracked. Reportedly, the pump was still functional. The customer reported that the pump would continue to be used for insulin therapy.